Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the device was making a constant tone and unresponsive. Customer's blood glucose was 180 mg/dl. After changing the battery, issue was not resolved. Customer was advised to rewind the device after device rest. Customer will not be returning the device for analysis.